Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-16. Investigation summary: five representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection, needle penetration force, catheter penetration force, and catheter average drag force functional test. The representative samples passed the acceptance criteria and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 4800 neoflon pro 24ga 0.7mm od 19mm l had damaged catheters during and before use. The following was reported by the initial reporter: "reported from university of jordan hospital pediatrics ward that neoflon pro g24 has a problem while insertion, that plastic part will be broken ,a root cause analysis with the involved. Nurses recognized that the batch has problem ,checked with other hospital (istishari and they had same problem ,the same nurses used other batch and they find that there is no problem with other different batch ,an educating session has been done showed the neoflon pro video and practiced on domy arm. Just to rule out whether if they have any problem with insertion technique but it was not a technique problem,monitoring the performance and insertion to patients,the end result showed that the new batch material ,so there is no problem after taking out the whole batch from the hospital when they had inserted.".

Manufacturer narrative:
Initial reported phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4800 neoflon pro 24ga 0.7mm od 19mm l had damaged catheters during and before use. The following was reported by the initial reporter: "reported from university (B)(4) hospital pediatrics ward that neoflon pro g24 has a problem while insertion, that plastic part will be broken ,a root cause analysis with the involved. Nurses recognized that the batch has problem ,checked with other hospital (istishari and they had same problem ,the same nurses used other batch and they find that there is no problem with other different batch ,an educating session has been done showed the neoflon pro video and practiced on domy arm. Just to rule out whether if they have any problem with insertion technique but it was not a technique problem,monitoring the performance and insertion to patients,the end result showed that the new batch material, so there is no problem after taking out the whole batch from the hospital when they had inserted."